Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube blocked/occluded. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the jejunal tube was difficult to rinse. The patient tried flushing the device with water, air and cola. A nurse tried to flush the device as well. The jejunal tube will need to be changed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Procedure date is unknown. According to the complainant, the jejunal tube was difficult to rinse. The patient tried flushing the device with water, air and cola. A nurse tried to flush the device as well. The jejunal tube will need to be changed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on may 29, 2014: the event date is (B)(6) 2014. The jejunal tube was replaced with a new endovive two-port through the peg jejunal tube. There were no patient complications reported as a result of this event.